Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with non-sustained rv oversensing episodes via merlin.net transmission. Review of the egm's revealed far p-wave oversensing. Possible x-ray for dislodgement was recommended. Programming changes were made. The patient will continue to be monitored.